Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4); awareness date: 06-aug-2015). It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. The consumer reported she was implanted with the defected device. The procedure was done in the doctor's office and was beyond excruciating pain. There was difficulty placing the left side device which required the assistance of another physician; what was supposed to be a quick office procedure turned into nearly an hour of blinding pain and no pain medication. She reported that she had no previous health issues and her health deteriorated 12 months later; she was overcome by chronic fatigue; brain fog; bladder issues; pelvic pain; bowel issues just to name a few. Doctors could not identify the source of her issues, until she made the correlation between her symptoms and the essure device although her doctor could not guarantee that a hysterectomy would resolve her symptoms, they determined that it was the best solution in her case; and when the doctor came into her room after the procedure she immediately saw a difference in her color and mental clarity. She mentioned that felt like she did prior to essure within hours of waking up from hysterectomy. She asked for a nickel test to be performed on her uterus and nickel was present; she had chronic inflammation resulting in adhesions to her bowel and 2 years post hysterectomy she was still suffering with the side effects of adhesions and inflammation. The consumer, who was (B)(6) at the time of this report, stated that this faulty medical device took 3 years from her life. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy and according to her, after this procedure she felt like she did prior to device insertion. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started in the year following essure placement and apparently improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to product technical issue. In addition, the ae case refers to a usability issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy and according to her, after this procedure she felt like she did prior to device insertion. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the event started in the year following essure placement and apparently improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Internal correction on 24-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.